Event description:
It was reported that during an atrial fibrillation ablation procedure, a versacross connect for faradrive kit was selected for use. When attempting for transseptal access, the left sided access was lost. Hence, the dilator was re-inserted using a non-boston scientific mechanical guidewire however the attempt failed. Then, the rf pigtail wire was used. It was noted that while attempting to insert the pigtail wire, the coating near the tip of pigtail wire was sheeting off on its distal end. Hence, the versacross kit was replaced, and the procedure was completed successfully. No patient complications occurred. The device has been received for analysis.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the versacross rf wire was visually inspected and found to have its distal tip coating stretched and damaged. A damage was noted to heatshrink at distal curve and a damage appears to be skiving of the heatshrink. Also, a kink noted on the distal tip. Additionally, the device was tested for wire body and proximal end outer diameters and it passed. The device also passed on the inspection of electrode height and for electrode/heat shrink gap inspection. The reported allegation of coating issue was confirmed for the ptfe damage on the rf wire. The investigation conclusion code of 'unintended use error caused or contributed to event' was selected, since it is highly likely that the damage to the rf wire was caused by inserting the wire through an introducer needle. Label review includes the warning 'do not attempt to insert or retract the versacross rf wire through a metal cannula or a percutaneous needle, which may damage the device and may cause patient injury.'

Event description:
It was reported that during an atrial fibrillation ablation procedure, a versacross connect for faradrive kit was selected for use. When attempting for transseptal access, the left sided access was lost. Hence, the dilator was re-inserted using a non-boston scientific mechanical guidewire however the attempt failed. Then, the rf pigtail wire was used. It was noted that while attempting to insert the pigtail wire, the coating near the tip of pigtail wire was sheeting off on its distal end. Hence, the versacross kit was replaced, and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.